Event description:
It was reported the reprocessor had black debris-like material inside of the cleaning tub. The issue occurred during reprocessing with no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.